Manufacturer narrative:
(B)(4). Additional information: an evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to the set with difficulty noted. Sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that a patient had a connection issue during peritoneal dialysis (pd) therapy. The customer reported that the patient connector was not connected well with the titanium adapter when the customer changed the transfer set. The customer reported that about 3 mm gap was observed to the junction. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.